Event description:
Stryker (B)(4). It was reported that one of the elbow covers fell during a case and landed n the back corner of a sterile surgical tray. The case was delayed approximately 5-10 minutes to replace the sterile tray. Attempts were made to obtain patient identifier information; however, the complainant was not able to provide any information.

Manufacturer narrative:
Attempts were made to obtain patient identifier information; however, the complainant was not able to provide any information. There is no expiration date for this product. Actual device was evaluated on site during field service on 22 oct 2010. Evaluation summary: after further investigation, the light collided with the suspension at the location where the cover is and this caused the cover to become detached and fall. In this case, the cover fell on a sterile tray, and the case was delayed approximately 5-10 minutes to replace the tray. No adverse consequences to the patient were reported as a result of the malfunction and minor delay. When the field service technician evaluated the device, he replaced the cover with a new end cap cover and confirmed both halves were properly inserted and connected to each other. Possible root causes are either user misuse or manufacturing error. Investigation is ongoing. This type of malfunction poses a moderate risk to a patient if the elbow cover fell into the sterile field of the patient. This type of non-conformance will be monitored for adverse trends. This is not a single use device.